Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set up/ inspection, before a procedure, the versajet ii console turned on but when the pedal was pressed it did not purge the line. This led to a change in the surgical technique and a delay of less than or equal to 30 minutes. No patient harm reported.

Manufacturer narrative:
H10: additional information. The reported versajet device was received for complaint evaluation, the concomitant handpiece and foot pedal was not returned. All supplied information has been reviewed and we have not been able to confirm the complaint or relate the reported event to a manufacturing problem. Visual and functional evaluation was performed, on the console with a test handpiece and footswitch with no faults found, the device primed the test handpiece as expected. Potential cause may include ensuring that the device and handpiece are set up in accordance with the instruction for use. A faulty foot pedal cannot be ruled out as a contributory factor. The instructions for use contain comprehensive instructions on the safe operation and use of the device. The risk files mitigate the reported issue with no updates required. A review of the manufacturing records found that there was no evidence that the products did not meet specifications at the time of manufacture. A complaint history review revealed further instances of this nature, as no manufacturing problems was observed, no corrective actions are deemed necessary this investigation is now complete. Smith + nephew will continue to monitor for any adverse trends relating to this product range.